Event description:
The customer reported experiencing a tandem mobi cartridge alarm, followed by an occlusion alarm on the pump after resuming insulin deliveries. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the cartridge, deliver a bolus, and attempted troubleshooting. Eventually, the customer was unable to reload the original cartridge, but successfully loaded a new one and resumed insulin therapy with assistance. As a resolution, a replacement cartridge was sent to the customer through goodwill.